Manufacturer narrative:
(B)(4). Mäntymäki, h. Et al (2017) systematic screening of adverse reactions to metal debris after recap m2a magnum metal on metal total hip arthroplasty. Scandinavian journal of surgery, 1-8. Doi: 10.1177/1457496916683093. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06061, 0001825034 - 2017 - 06069, 0001825034 - 2017 - 06064.

Event description:
It is reported 39 patients experienced swelling. No additional information provided.